Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient¿s implantable neurostimulator (ins) was ¿not working, nothing is working¿ meaning the programmer, recharger, or the implant. The patient mentioned that the ins was going on 9 years. The last time the patient charged the device and felt the stimulation was in (B)(6) 2016. When asked the reason for not charging, the patient stated that ¿if she knew that she would fix it¿. During troubleshooting, the patient noted that they know what the recharger and programmer are supposed to do and knew how to use them and stated that they are not working. Additional information received on dec. 29, 2016 from the healthcare professional (hcp) reported that the patient had difficulty charging and had started within the last couple of weeks. The patient was at the hcp¿s office at the time of report but did not have the recharger. The battery status was reported as ¿ok¿. The patient claimed they had some difficulty reaching the pocket location and had gained some weight. The hcp was going to follow up further with the manufacturer¿s representative for recharging troubleshooting.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their issues with device not working has not yet been resolved. Patient reported device was malfunctioning and indicated it has almost been nine years since implant. It was indicated patient had an appointment with their physician on (B)(6).